Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were in a car accident due to low blood glucose. The customer felt fine all afternoon but when they started driving their blood glucose dropped and they passed out. They had hit a couple of cars at a high rate of speed. The sensor did not let her know that her blood glucose was low. Her blood glucose was under 30 mg/dl while the sensor glucose was 82 mg/dl. The emergency medical service was dispatched. She was treated with intravenous therapy. The customer was not wearing the insulin pump at the time of hospitalization. They were off the insulin pump for less than 48 hours prior to the hospitalization. Troubleshooting was performed on the device. There was a crack around the battery compartment. The insulin pump was returned for analysis. The sensor was not returned for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08745 inches. Pump was programmed with test minilink and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. Pump was also programmed with test glucose meter. Pump communicated properly and recorded the test 112 mg/dl value properly from glucose meter. Pump received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot, and scratched reservoir tube window.